Manufacturer narrative:
Investigation summary: the device was returned and evaluated for this complaint. The engineering and quality engineering department performed a detailed evaluation and found the catheter was returned in two pieces, one smaller fragment that remained attached to the port housing with the lock, and another longer section of catheter. There was evidence of a very slight burnishing on the catheter surfaces near the fractured area, no calcification was present on any surface of the catheters. The areas just behind the fracture had small depressions causing two small nicks. There were puncture marks evident in the septum and it appeared that two of the suture holes were utilized. No needle marks were on the port housing and the catheter lock appeared as a small tear but was received in place. There were no occlusions in the port or in the catheter when flushed. The device history record was reviewed and there are no signs to indicate that this vital port was shipped to the field nonconforming. Per the quality engineering risk assessment (qera), no further action is required. Based on the information provided, the examination of the returned device and the results of the investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when the vital-port attached silicone catheter with int titanium power injectable port was accessed with a gripped needle and flushed with saline, the patient felt pain and developed redness around the port pocket site. The account reportedly attributed the pain and swelling to the delivery of the saline infusion to an unintended location in the patient's anatomy. The patient was sent to radiology for imaging, and x-rays showed that the port had detached and the catheter was broken approximately 3 cm from the proximal/port chamber end. The interventional radiologist retrieved the broken catheter using a snare, as it was sitting just above the patient's right atrium. The port was removed and returned for evaluation. The device has been received for investigation; however, as of the date of this report, the investigation is still pending.